Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Analysis of the system log file confirmed that there was malfunction with the host-pc. During troubleshooting, the fse found that the host-pc was defective. The fse replaced the host-pc and hard drive. After replacement of the host-pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.